Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 24 and 36 hours. The patient reported cannula being dislodged, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The adhesive pad was not returned with the device. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or deficiencies were found during the investigation that would result in the cannula dislodging. The exact cause of the reported dislodging event could not be conclusively determined. No damages or defects were observed with the adhesive welds. The cause of the reported adhesive failure could not be determined. Inspection of the device found cracks in both the top housing and bottom housing. Corrosion was observed on several internal components, including the pcb assembly, mechanism rails, linkage assembly, formed needle, reservoir cap, and bottom battery. All attempts to download the data from the pod were unsuccessful. The investigation found no evidence of fluid leaking from the fluid path. It could not be determined if fluid entered the device through the cracks in the top and bottom housing, as it could not be determined when or how these cracks occurred.